Event description:
Plaintiff was employed as a certified nursing assistant or a pt care associate at a hospital and wore latex gloves from various mfrs. Plaintiff alleges the following symptoms: "inter alia", hives, itching, wheezing, difficulty breathing, swelling of the face and hands, hand and body sores, hand dermatitis, anaphylaxis and runny eyes and nose. Plaintiff alleges an allergy to latex.